Event description:
It was reported that a spectrum pump keypad was not working during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Functional testing was performed, and the reported issue was reproduced. The keypad flex was observed to be unattached and outside of the I/o board connector. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The unattached keypad flex was determined to be the cause of the condition. Reconnection of the keypad flex will be required to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.